Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the hospital on (B)(6) 2016 due to a high blood glucose over 500 mg/dl. Customer went to the emergency room and was given insulin and IV fluids. Customer was wearing the insulin pump at the time of the visit. Customer had an infection and her blood glucose was running high. Customer's current blood glucose is 155 mg/dl. Customer treated with food. Customer was concerned about her blood glucose going low too fast and bottoming out. Customer stated that she takes the pump off. Customer performed the displacement test and the pump passed. Customer was advised to monitor the issue.